Event description:
It was reported that during a whipple procedure, when the device was fired some of the staples were not completely formed on the initial firing. Reloaded device the second firing was fine. No pt consequences.